Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 3.5mm x 24mm promus premier select was advanced and after passing the lesion, it was noticed that the stent was deformed, as a stent strut had kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 3.5mm x 24mm promus premier select was advanced and after passing the lesion, it was noticed that the stent was deformed, as a stent strut had kinked. The device was removed and the procedure was completed with a different device. No patient complications were reported in relation to this event.